Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad). The physician attempted to cross the lesion with a non bsc stent but it was unable to cross. The 1.5x12mm apex push over-the-wire balloon was then advanced to the lesion and was able to cross. The balloon was inflated the first time to 6atms for 30 seconds but then ruptured on the second inflation at 14atms after 5 seconds. The balloon was successfully removed and the procedure was completed with an unspecified 2.0x15mm balloon. No pt complications were reported. The pt's current condition is listed as 'stable". This prod is only ous approved but is similar to a marketed us device.